Event description:
The patient also had elevated plasma free hemoglobin.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed as no product was returned for evaluation. A direct correlation between the heartmate ii lvas, serial number (B)(6), and the reported elevated ldh could not be conclusively established through this evaluation. It was reported that heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 22dec2016. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists hemolysis and device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 and section 6 of the IFU, ¿patient care and management¿, outline indications of pump thrombosis and how to respond to such events. Section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related manufacturer report number #2916596-2021-01434. The patient weight was taken from most recent provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for worsening shortness of breath and weight gain. Elevated lactate dehydrogenase (ldh) was 700 on 20may and 916 on 21may. The patient had history of elevated parameters, as he was previously admitted for elevated ldh from 18mar to 30mar. The pump was exchanged on 21may, clot was present on visual inspection of the pump. Pump speed was increased and diuretics were given. Ldh decreased to 418 on 24may.